Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal for the dissector balloon was cut. The dissector balloon and lock collar appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the endoscopic lateral release procedure, the blue balloon (pump) wouldn't fill the dissection balloon with gas and the physician thought it seems as if the balloon was different from what it usually looks like. A new device was opened to complete the procedure. No further details were provided regarding patient status.